Manufacturer narrative:
No patient information was provided by the site. Device mfg date was not available at the time of this report. Manufacturer's analysis confirmed that the metal plate on the handle broke off. This issue will be trended and monitored in a medtronic hardware anomaly tracking database. A replacement handle was sent to the site for issue resolution.

Event description:
It was found that a straight ratcheting handle had physical damage during a case. It became damaged when the navlock tracker and probe became stuck together the metal plate on the handle broke off. The broken metal plate didn't affect the functionality of the handle. All functions of the handle functioned normally without failures. There was no harm or impact to the patient.